Event description:
A customer reported receiving a "replace sensor" message with the adc device and as a result, was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms described as ¿responsive but confused, could not understand what was said, and a loss of consciousness. The customer was unable to self-treat and was provided food for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.